Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was an impedance issue. Impedances were all normal but contacts 9,10, and 11 were orange, suggested not to use. Reprogramming was attempted. Cause is not known, and the issue is ongoing. Pt notified rep they were getting oor message, impedances were fine when checked, contacts 9,10,11 were orange and suggested not to use, however, all other contacts on 8-15 lead no matter how programmed, gave oor message, despite being ok. Had to use 0-7 lead only, which did not give desired stimulation, but pt to try for a week. Pt denies any falls or instances that would cause issue. Pt reports this has been going on for a week. The physician is not aware as a reprogram is attempted first. Pt to try 3 new programs given.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported pt came into office stating their stimulator was not working, they ¿can't feel any stimulation, and not getting relief.¿ upon interrogating the battery, all 16 contacts were orange and 40,000. Pt states they have had several falls in the last 6 months. Physician plans to do a lead revision, it is not scheduled yet. Rep requested at least 4 weeks before requesting follow up to allow time to get surgery approved and scheduled.

Event description:
It was reported the leads were replaced on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted:(B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the contacts in question were 9,10, and 11. They have heard nothing from the patient . And there is no further information to report.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2023: product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.